Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted on (B)(6) 2019 for a trial evaluation. The trial patient reported that they felt something was wrong with the trial implant as the ¿wires have come out of their body by 2 inches¿ and now the external device was not connecting. They also mentioned that they were not getting the same relief. No additional information was able to be obtained. There were no further complications reported or anticipated.